Manufacturer narrative:
No device or photos were received; therefore, the condition of the device is unknown. Device history records for the lot code associated with liner was reviewed. No deviations or anomalies were noted in the manufacturing process. The reported device is used for treatment. The liner was used in an approved and compatible combination. Review of the complaint history indicated no prior complaints for the part-lot combination for the liner. The patient has a history of a previous revision due to adverse local tissue reaction. Implantation notes of the liner were reviewed which note that the patient underwent this revision surgery also due to instability. Some tissue debris consistent with adverse local tissue reaction is noted to have extended to the abductor musculature, therefore the devitalized tissues were debrided. Significant erosions are described along the superior aspect of the lesser trochanter and along the superomedial aspect of the greater trochanter. With the information provided, it is likely that previous soft tissue degradation contributed to the patient's sustained dislocations. The device was used in treatment.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to dislocation.